Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. The optic was scratched across the posterior surface of the lens. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested by fax and by mail on 03/16/2007. A completed questionnaire was receivedon 03/23/2007. Phone follow-up was conducted on 03/30/2007 and additional information was provided.

Event description:
Following intraocular lens (iol) implant surgery, a patient complained of not seeing well. Upon examination, the surgeon observed a scratch or fiber on the iol optic. A lens exchange was performed one month following the initial surgery. A different lens model was used as the replacement lens. During phone follow-up conducted on 03/30/2007, it was reported the patient is doing well following the lens exchange.